Event description:
It was reported that this right atrial lead exhibited noise. X-rays were performed which confirmed lead fracture. It was decided to explant and replace this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned for analysis. As such, physical analysis has not been conducted in our laboratory. However, engineering review was conducted. This review determined that the lead fracture was likely a result of clavicle/first rib crush. Which engineering analysis traced to device design. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial lead exhibited noise. X-rays were performed which confirmed lead fracture. It was decided to explant and replace this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.